Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer was admitted for two days and she was almost in diabetes ketoacidosis. The customer's blood glucose was very high and dehydrated. The customer's blood glucose was over 600mg/dl.